Manufacturer narrative:
D10: section d information references the main component of the system. Other relevant device(s) are: product ID 3389-28, lot# 0207712622, implanted: (B)(6) 2014, product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received reporting that the article reported the frequency of cerebral intraparenchymal bleeding due to implantation of electrodes for deep brain stimulation at our center over a period of 9 years. The implant took place on (B)(6) 2014. No devices were available for evaluation. The patient showed left sided slight hemiparesis and hemineglect at discharge. The patient underwent rehabilitation. The symptoms had completely resolved at the next outpatient appointment in (B)(6) 2014.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name: activa; product ID: 3389 (serial: unknown); product type: 0200-lead. G2: citation: authors: bastian e. A. Sajonz, timo s. Brugger, marco reisert, martin büchsel, nils schröter, alexander rau, karl egger, peter c. Reinacher, horst urbach, volker a. Coenen and christoph p. Kaller. Cerebral intraparenchymal hemorrhage due to implantation of electrodes for deep brain stimulation: insights from a large single-center retrospective cross-sectional analysis. Brain sciences 2024. Doi: 10.3390/brainsci14060612. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. The device is either model 3387 or 3389. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a cross-sectional analysis study, titled: cerebral intraparenchymal hemorrhage due to implantation of electrodes for deep brain stimulation: insights from a large single-center retrospective cross-sectional analysis multiple manufacturer¿s devices were implanted in the study population. ¿ medtronic, boston scientific the following medtronic devices were used: 3389 and/or 3387 leads 1. It was reported that there was a 79 year old patient with essential tremor who had received a re-implantation (after explanation due to an infection) electrode after testing with a blunt-tip electrode found a right hemispheric cerebral intraparenchymal hemorrhage due to electrode implantation. Postinfectious hardening required sharp pial incision for placement of the blunt tip electrode which may explain the hemorrhage case.